Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: the carto 3 system (11543), stockert 70 (ser# unknown), the coolflow pump (ser# unknown), navistar thermocool ni75tcfh (lot # unknown); the lasso d134901 ((B)(4)); lasso d72102rt ((B)(4)); the bi-direction cs (B)(4) (no lot number) were also utilized during the procedure. Manufacturer ref # (B)(4).

Event description:
It was reported that the patient developed a pericardial effusion during the flutter portion of the afib/flutter ablation. The customer stated that the effusion was noticed and the ablation was stopped to perform pericardialcentisis. The physician stated, the effusion probably occurred during the flutter line ablation using the 8mm catheter. The patient was stable and being released. The effusion was noticed while the patient was in the recovery state after the procedure and the last part of the lengthy ablation was the flutter when the physician noticed a drop in blood pressure. Multiple attempts were done to request for further details of the event. However no additional information has been provided.